Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. External insulation abrasions were noted at 11.9-12.3cm, 13.4-13.9cm, and 13.4-13.6cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasions under the rv shock coil were noted at 6.0-6.1cm and 6.4-6.6cm from the distal tip. The etfe coating was intact at these locations. Reliability laboratory technician. St. Jude medical crmd reliability laboratory.